Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer was unable at the time to perform a system check with tandem technical support; however, indicated that the pump supplies would be changed and a correction bolus would be delivered.